Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user / patient contacted lfs alleging a battery was missing on there ultralink meter. The patient did not exhibit any symptoms or seek any medical intervention due to the reported issue. The patient mentioned that the closer seal on the packaging was intact prior to opening the packaging. Customer care advocate (cca) sent the patient a replacement meter. The complaint is being reported due to the missing battery.